Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a battery/ power source issue with the heart lung machine. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. No product was returned to the manufacturer for evaluation. Diligence to obtain necessary information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.